Manufacturer narrative:
Device was returned for evaluation. The returned the hx-202ur single use repositionable clip (lot 96k 20) were evaluated due to ¿nurse did not release the clip it just fell. It was not secured properly within the device¿ issue. Visual inspection was performed on the received condition however, the returned device was unable to test due to the clip from the distal end on the coil sheath already being deployed prior to receipt of the unit. The clip was not returned with the device and therefore, an evaluation of the clip could not be performed. There are no signs of damage, kinks or dents found on the tube sheath. In addition, the coil sheath and yellow tube joint showed no signs of damage. The slider movement from the handle is normal whether or not the tube sheath was coiled. In summary, based on the evaluation, the reported issue was not able to duplicated. The quick clip was already deployed and not returned with the device.

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, the clip fell into the patient. The nurse did not release the clip, it just fell. It was not secured properly within the device. The intended procedure was completed with the same reported device. No other equipment was replaced during procedure. No patient injury reported.